Manufacturer narrative:
H3: the 8780 catheter was returned and analysis identified an occlusion in the catheter body which is consistent with dried drug, blood or other foreign material. The 8784 catheter was returned and analysis identified the catheter body to be deformed in shape, however it did not affect the performance of the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: catheter, product ID: 8784, serial# (B)(4), implanted: (B)(6)2020, explanted: (B)(6) 2021, product type: other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving gablofen (2000 mcg/ml at 516 mcg/ day) via an implantable pump for intractable spasticity. It was reported that the patient experienced sub acute withdrawal symptoms. There were no factors to report that may have led or contributed to the issue. It was noted that logs were read with nothing abnormal reported. Catheter aspiration in surgery showed a sluggish catheter.  The hcp decided to replace the entire catheter. Surgical intervention was performed where the entire catheter was completely explanted/replaced on (B)(6) 2021.  The issue was resoled at time of report. The patient's status at time of report was alive, no injury. The patient's medical history was asked and will not be made available. The event date was (B)(6) 2021.